Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's wife, reported the customer's adc freestyle libre sensor provided readings of 60 mg/dl and 150 mg/dl that were lower when compared to readings of 191 mg/dl and 292 mg/dl obtained on a hospital meter and an unspecified competitor brand meter respectively. At the hospital, customer was diagnosed with hyperglycemia and treated with unspecified intravenous medication. It is unknown when the reported readings were obtained in relation to the treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Caller, customer's wife, reported the customer's adc freestyle libre sensor provided readings of 60 mg/dl and 150 mg/dl that were lower when compared to readings of 191 mg/dl and 292 mg/dl obtained on a hospital meter and an unspecified competitor brand meter respectively. At the hospital, customer was diagnosed with hyperglycemia and treated with unspecified intravenous medication. It is unknown when the reported readings were obtained in relation to the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.